Manufacturer narrative:
It was reported that the leg bag was "not draining properly" and a patient was diagnosed with urosepsis. After multiple good-faith attempts, the reporting facility was unable or unwilling to provide additional patient or product information related to this report. No diagnostic exams, medical intervention, or follow-up care have been reported to the manufacturer. It is unknown what type of urinary catheter was used in conjunction with the leg bag and how long the urinary catheter and the leg bag was in use for prior to identifying the reported product issue. No sample was returned to the manufacturer for evaluation. A root cause for the reported product incident could not be identified. Due to the reported incident, and in an abundance of caution, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that the leg bag was "not draining properly" and a patient was diagnosed with urosepsis.